Manufacturer narrative:
(B)(4). The customer reported that a death occurred two months ago and was requesting assistance with data retrieval. Based on the available information, there is no indication of any lack of therapy or delay in therapy. In abundant caution, philips is reporting this event. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a death occurred two months ago and was requesting assistance with data retrieval.